Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic feeling unwell, the device was found to be in backup-vvi mode. It was noted that there was fused v pacing and high autocapture on the rv lead. Manual test showed rv threshold 0.5v at 0.4ms therefore autocap turned off. Programming changes were made. The device remains implanted. The patient was fine with no problems.